Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized twice for hyperglycemia. The first incident occurred a year ago. The blood glucose results were not provided. The patient had symptoms of blurred vision, vomiting, and chest pain. At the hospital, the patient was treated with an insulin drip via IV and she was hospitalized for 2 days. The 2nd incident occurred (B)(6) 2017. The blood glucose results were not provided. The patient had symptoms of blurred vision, vomiting, and chest pain. At the hospital, the patient was treated with an insulin drip via IV and she was hospitalized 4 to 5 days. Return of the suspect device was requested for evaluation.